Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 6 years, 1 month due to severe stenosis with mild calcification. The patient presented with worsening shortness of breath. Additional information, echo report (B)(6) 2025 showed severe prosthetic aortic valve stenosis and mild calcification.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 6 years, 1 month due to severe stenosis with mild calcification. The patient presented with worsening shortness of breath. Per additional information the patient is tentatively scheduled for procedure (B)(6) 2025. Additional information, echo report (B)(6) 2025 showed severe prosthetic aortic valve stenosis and mild calcification.

Manufacturer narrative:
Manufacturer narrative: updated sections g3, g6, h2, h6 type of investigation, investigation findings, and investigation conclusions. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease, hyperlipidemia, diabetes mellitus. Corrected data: h6 health effect - impact code, and device code(s).